Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the syringe inside the package was allegedly found to be broken and was unusable when they placed it on the sterile field. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port clearvue isp implantable port kit with various components were returned, including syringe. Along with retuned sample one label photo was provided for review. Visual evaluation was performed. The distal tip of the syringe was noted to be break as a layer of the material appeared to be uprise. Batch and material information was verified with tw in photo review. Manufacturing review was performed and ¿syringe was broken¿ was confirmed. A closer view of the syringe's condition revealed that the distant tip of the syringe was broken, the broken area of the syringe was slightly raised showing the perforation in the tip of the syringe. Therefore, the investigation is confirmed for the reported syringe break. However, the investigation is inconclusive for the reported damage prior to use issue as there were no objective evidence found from the provided information. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the syringe inside the package was allegedly found to be broken and was unusable when they placed it on the sterile field. Additionally, there were no breaches in sterile packaging. There was no patient contact.